Event description:
Pt was resident of nursing home and was being treated at a dialysis center. During treatment pt had chest pain and was sent to the ER and admitted. Orders included to start tube feeding per peg tube. Tube was without identifying. Markings was actually a tenkoff catheter. Tube was used for the tube feeding. Later tube was surgically removed; and pt had ascites and intra-abdominal infection. Possibility of sepsis present at time of admission.